Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. When checking the inside of the machine, it was confirmed by the fse that blood was attached to the pneumatic interface module (pim) and safety disk. Other than these two points, there was no place where blood was attached. In order to solve the issue, the fse replaced parts including pneumatic module assembly, rohs and conducted inspections based on the inspection record sheet. Operation check was ok. The device was returned to the facility.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) customer requested repair , balloon is currently in use and has ruptured. The patient is currently stable there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.